Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture an seroma-late.

Event description:
Patient reported right side "encapsulation, seroma, burning, redness, more intense pain," and via physician consultation "risk of developing lymphoma." Physician reported capsular contracture baker grade unknown. Ultrasound confirmed "periprotesis seroma." The device has been explanted.

Event description:
Physician reported capsular contracture baker grade iii/ IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4.